Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the physician spent a long time to insert the lead into the target vein. However, when he pulled out the catheter, the lead was taken out of the vein as well. He attempted but could not insert the lead back though putting it into the stylet. A new lead was used instead. Patient was stable.